Event description:
It was reported, that the subject device exhibited peeling off coating of the insertion tube. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: address information: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.